Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient was in the hospital due to a hernia. No hospital admission date was provided. The pdrn stated the hernia was related to pd treatments. The patient will be performing in-center dialysis for the next six weeks. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: there is a likely temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of hernia with hospitalization as the pdrn stated the hernia was related to pd treatments. However, it was not confirmed if the hernia was pre-existing prior to the patient being initiated on pd therapy or if the hernia developed during pd therapy. Only 4.9% of pd patients develop hernia after the initiation of dialysis. Patients on pd therapy are at risk of developing a hernia for several reasons including increased stress on the muscles of the abdomen. It is unknown if pd therapy exacerbated the patient¿s hernia. There is no allegation of a device malfunction or deficiency causing the patient¿s hernia. Based on the available information and no allegation or evidence of a malfunction or deficiency related to the hernia, the liberty select cycler can be excluded as the cause of the hernia and hospitalization. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient was in the hospital due to a hernia. No hospital admission date was provided. The pdrn stated the hernia was related to pd treatments. The patient will be performing in-center dialysis for the next six weeks. Additional information was requested, however to date has not been provided.